Manufacturer narrative:
Concomitant medical products: w4tr02 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after the implant of the left ventricular lead the patient began having "jumping in their diaphragm" that was "knocking and pounding their heart". This caused the patient terrible pain. The patient was seen in clinic and reprogramming was done. The patient went home feeling fine. The patient returned later in the week for additional reprogramming as the stimulation had returned. The left ventricular lead remains in use. No further patient complications have been reported as a result of this event.